Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth immunoassay on two cobas 8000 e 801 modules. The sample was initially tested on e 801 analyzer serial number (B)(4) and there was no pth result, only a flag indicating there was a sample clot. The customer confirmed there was fibrin in the sample and removed it. The sample was then repeated on a second e 801 analyzer. The customer believes the e 801 analyzer serial number was (B)(4), but was not sure. The repeat pth value on this analyzer was 37.4 pg/ml. The result was within the reference range of the assay, so this result was reported outside of the laboratory to a physician. The sample was repeated two more times on e 801 analyzer serial number (B)(4), resulting in values of 145 pg/ml and 146 pg/ml. These two values were not reported outside of the laboratory to the physician. The pth reagent lot number and expiration date were requested, but not provided.